Event description:
The customer reported the ventilator would not operate on backup battery power. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the battery is 10 years old and the ventilator has charging voltage from the power supply. Pse advised replacing the battery to address the reported problem. The biomedical engineer reported the backup battery was replaced and the reported problem was resolved.